Event description:
The customer reported that their cns shut down. On reboot the system froze at the boot screen. After investigation, they reported that the system was running on a single drive as one drive had reported a failure previously, however, no one realized that the first drive had failed. MFR ref # 8030229-2014-00087.

Manufacturer narrative:
We had the customer restart the cns again and it still never made it past boot screen which is a definite symptom of both drives being down. The customer biomed only comes in once a week, and the customer calling is not very familiar with the systems. We have been trying to get a hold of the biomed for more info but have had no luck getting in touch with them. He will be in the office on thursday and has a message to call us. Loaner device sent to account. Defective device requested for repair and failure investigation.